Event description:
It was reported that the patient presented in-clinic after receiving an alert for high, out of range high voltage lead impedance. A poor connection in the header was suspected. The shocking vector was reprogrammed. Device remains implanted.